Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd difco¿ tryptic soy agar pail 10 kg that there has been an unspecified amount of product exhibiting insufficient growth of staphylococcus strains. The initial reporter did not specify if the strains were quality control or patient samples. There was no health impact or consequence reported.

Event description:
It was reported while using bd difco¿ tryptic soy agar pail 10 kg that there has been an unspecified amount of product exhibiting insufficient growth of staphylococcus strains. The initial reporter did not specify if the strains were quality control or patient samples. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary- this memo is to summarize findings on your complaint related to pail tryptic soy agar 10 kg, catalog number 236930, batch 1201694 complaint #(B)(4) for performance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance, plate appearance, ph, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no other complaints on this batch. One photo was received in lieu of returns. The photo depicts nine petri plates arranged in a double line left to right with the extreme right containing three plates instead of two. Eight of the plates contain a white label on the lid towards the top edge as viewed. All the labels have ¿tsa¿ printed on them. All the plates contain handwriting with a marker on the lids. It consists of a pair of numbers separated by a roughly drawn line down most of the lid in the center of the plate. Lab numbers are printed on all the plates. The only plate without a white label is the center far right plate. All the plates show varying amounts of growth. Mention was made concerning the ¿drying of boxes¿ and its¿ effect on presumably the dcm, bd makes no claims on the performance of dcm when not stored per label. The mention of water in the plates is unclear. Bd makes no claims on improperly stored media. A retention sample from the complaint batch was tested against a reference batch of tryptic soy agar for cultural response of staphylococcus aureus atcc 25923 and atcc 6538 as stated on the certificate of analysis. The samples were prepared according to label instructions, heated with frequent agitation, and boiled for one minute. Flasks were autoclaved at 121c for 15 minutes and then cooled to 45-50c in a water bath. The cooled agar was then poured into plates. Both strains were each streaked for isolation onto a plate of retention and reference, along with a ready to use tsa plate and incubated for 2 days at 33-37c with co2. The streaked reference and retention plates had comparable recovery to each other and the ready to use tsa plate, but colony size was bigger on both the reference and retention for both strains compared to the ready to use tsa plate. Atcc 6538 was plated for culture recovery counts and incubated at 30-35c for 2 days. For recovery counts, satisfactory recovery is 50 - 200 percent of a previously released control. The retention lot had comparable recovery to the reference in a dilution containing less than 100 cfus. Atcc 25923 was also plated for culture recovery counts and incubated at 29-31c and 36-38c for 2 days. For recovery counts, satisfactory recovery is greater than or equal to 70 percent of the previously released control. The retention lot had recovery at 29-31c and at 36-38c that was comparable to the reference in a dilution containing approximately 100 cfus. This complaint cannot be confirmed.